Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-jan-2018 with the following findings: the display screen was dim and discolored. The battery and cartridge compartments were cracked. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored and that the battery and cartridge compartments were cracked. This report is made based on results of investigation completed on 12-jan-2018.